Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (390 mg/dl). Reportedly, there was no insulin seen exiting the tubing during fill tubing. Customer changed the pump supplies and was able to successfully resume insulin delivery. Customer delivered a bolus to address elevated bg levels. Troubleshooting with tandem technical support was unable to be performed due to the pump supplies being changed prior to calling into tandem technical support.